Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown brand of baclofen at an unknown dose and concentration via an implantable pump, at the time of the event. The baclofen lot number was asked, but was unknown. Non-pump drug information was unknown. The pump's indications for use (ifus) were noted as intractable spasticity and stroke. The rep reported that the patient was at the clinic on (B)(6) 2016 and reprogramming was done; "assuming it was a standard pump refill." The next day, the patient was lethargic and died in an ambulance. The date of death was (B)(6) 2016. The cause of death was unknown. It was stated that the hcp was surprised when notified of the patient's death. It was unknown whether the patient's death was thought to be related to this manufacturer's device or therapy. It was unknown whether an autopsy was going to be completed. It was unknown whether the device was going to be explanted. If additional information is provided, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.